Event description:
The customer reported reduced angulation on the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: foreign matter clogging in nozzle and foreign matter adhesion on the plastic distal end cover. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿reduced angulation ¿was confirmed. The device evaluation found due to wear of angle wire, bending angle in up direction does not meet the standard value. Additionally, there were foreign matter clogging in nozzle and foreign matter adhesion on the plastic distal end cover due to insufficient cleaning. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material clogging in nozzle and adhered to the scope was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could not be identified, and a conclusive root cause of the foreign material could not be identified the event can be detected and prevented in accordance with the following IFU. The instruction manual gif-xz1200 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-xz1200 reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.